Event description:
It was reported that while the emergency backup battery was being installed on the backup system controller , a screw head broke off of the controller. The controller was replaced, and there was no harm to the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.